Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 april 2025, senseonics was made aware of an incident where user reported a failed sensor removal attempt made by hcp on (B)(6) 2025.

Manufacturer narrative:
B4. Date of this report 16 june 2025 g3. Date received by the manufacturer? 16 june 2025 h6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.